Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 2.0 x 8 mm nc trek dilatation catheter was advanced to the target site without difficulty and an attempt was made to inflate the balloon; however, the balloon would not inflate. The device was removed without resistance and a second nc trek dilatation catheter was used with the same inflation device. There was no adverse patient effect and no clinically significant delay. No additional information was provided.